Event description:
It was reported that one day post implant, the patient presented to the emergency room feeling symptomatic. In 2009, the patient was seen at the device clinic with no atrial sensing. An x-ray confirmed lead dislodgement. At about 3 days later, the lead was repositioned. The following evening the patient was again admitted to the hospital. Microdislodgement of the lead was suspected. The decision was made to reprogram the pulse generator to vvi.

Manufacturer narrative:
Na